Manufacturer narrative:
Insulin pump passed displacement test, rewind and basic occlusion test. No motor error alarm noted. Insulin pump was unable to prime during prime test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor was tested outside of the device and passed. Insulin pump had minor scratches on display window, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received a motor error alarm on her insulin pump while attempting to deliver a bolus. The customer stated that she had previously received no delivery alarms as well. Her blood glucose was 504 mg/dl, and the customer did not have a back-up plan. The customer also stated that x-rays on her foot were performed and she was not allowed to remove the insulin pump at the time these were taken. The customer was advised to discontinue use and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.